Event description:
It has been reported to philips that, system would not do fluoro. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) checked and found that problem with faulty fiber optic cable. The fse replaced the fiber from detector to fdc control board as well as replaced x-ray tube and calibrated and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips service engineer inspected the system onsite. The filaments of the x-ray tube were measured, and it was identified that the small filament was out of specification. The x-ray tube was replaced, but problems with x-ray remained. Further inspection showed that the fiber optic cable going to the detector failed, causing gigalink errors. The fiber optic cable has been replaced and the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.